Event description:
The external pulse generator was returned to the manufacturer for general check and calibration. It subsequently tested out of specification during analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that the upper case was broken and contaminated. The lower case, battery release, lead flex cover and main seal were contaminated. Both bail covers, ring cover, and battery drawer were broken. The battery contacts were compressed, the bails were bent and the ring was missing.